Manufacturer narrative:
A medtronic representative reported that the case was completed with navigation. The amount of delay was unknown. The site has had cases after the incident without any problems. The most likely cause was poor emitter placement causing intermittent navigation. The site declined service of their system as the issue was resolved and the issue has not reoccurred. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was poor emitter placement.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported they did perform a re-boot of their navigation system, however, the problem persisted. Recommendation was made to delete old patient exams to resolve the issue. (B)(6) 2015 it was reported to the medtronic representative that the site had a subsequent procedure to this one and it was completed without any problems. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A site biomed representative reported that while in an ear, nose & throat (ent) procedure, the site's navigation system was "stalling" and would become unresponsive. Their navigation system has a computer with ent 2.2.2 software loaded onto it. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.